Event description:
The customer reported that after sealing, the jaws of the device could no longer be opened. Tissue around the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.